Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. A black rubber-like foreign matter was confirmed in the nozzle. There was no equipment damage related to nozzle clogging. The detection method is described in the operation manual chapter 3 preparation and inspection and preventive measures are described in the reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera lll gastrointestinal videoscope exhibited an error code 101 on the soluscopes. It is unknown when the event occurred. There was no report of patient or user harm associated with the event. The device was returned to olympus and evaluated. It was found that the nozzle of the insufflation channel was clogged with dark rubbery foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and inspection, and the customers allegation of the error 101 on soluscopes was not confirmed. A full technical evaluation was completed and the results did not show any auxilliary water (jet channel) or aspiration issues. However, it was constated that there was air/water flow issues due to clogged nozzle. Further inspection findings are as noted: the bending section cover glue was discolored, the insertion tube was wrinkled near the glue, the scope cover was deformed, the switchbox was scraped, the plug unit was cracked, there was abnormal noise during angulation and bending angulation was out of specifications. The investigation is ongoing and follow u with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.